Manufacturer narrative:
Block h6:. Imdrf device code a050401 captures the reportable event of a/w valve fluid/blood leak.

Event description:
It was reported to boston scientific corporation that an orcapod was used during a colonoscopy procedure performed for screening on (B)(6) 2025. During the procedure, the air/water button began leaking water after it was attached to the scope. They tried taking it off and putting it back on, however, the same problem occurred. The procedure was completed using this device. There were no patient complications reported as a result of this event.